Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was damaged during a revision for an ICD upgrade. There were no complaints against this lead. The associated lead was removed due to fracture. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.